Event description:
It was reported that during a pulse field ablation procedure the connected non-(B)(6) stimulation generator would reset after ablations. The procedure was completed with both original devices with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).